Event description:
Customer reportedly received results of 346 mg/dl on the active system and 136 mg/dl on a professional device within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.